Event description:
According to the reporter, there was a problem loading the reload onto the adaptor. The reload was positioned well but it was not recognized by the adapter and was impossible to use the reload with the handle. The stapler did not fire and the surgeon was not able to press the green button and squeeze the handle. There was no patient involvement.